Event description:
This device was implanted and after the pocket was closed, noise was seen on the atrial channel. The physician believed that the noise would not cause a problem. However, overnight the noise became severe enough to inhibit pacing. The next morning an ep contacted the biotronik rep to replace this device with a home monitoring capable cylos dr-t, (B) (4) to monitor for future noise issues. There was no noise seen during the implant; however, after the pocket was closed, noise was seen again. The new device was reprogrammed to eliminate the noise. The pt is (B) (6) and pacer dependent and the physician feels that the pt would not tolerate a lead revision well, and should the noise reoccur the atrial channel will be turned off.